Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device ultrasound probe lens¿s pink coating had a deep cut reaching to the hard surface below. There was also a scratch that impacted the adhesive. The ultrasound image is defective and has shadows. The ultrasound probe pink coating damage is attributed to physical stress, possibly dropping or knocking or wear and tear. Other observations for the device are: scope cover (s-cover) has discoloration; distal end rubber coating (a-rubber) has wear; and due to wear of angle wire, bending angle in up direction does not meet the standard value. The user¿s complaint of shadow in the image was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a no image issue observed during an unknown procedure. The issue had no impact on the procedure and no harm to the patient or operator. Upon evaluation of the returned device, it was observed that the device ultrasound probe lens¿s pink coating had a deep cut reaching to the hard surface below. There was also a scratch that impacted the adhesive. The ultrasound image is defective and has shadows. The ultrasound probe pink coating damage is attributed to physical stress, possibly dropping or knocking or wear and tear. This medwatch is being submitted for the reportable issue of the device ultrasound probe lens¿s pink coating having a deep cut reaching to the hard surface below, as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, such as drop or hit the device, mostly from handling. The event can be prevented by following the instructions for use (IFU) which state: warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.